Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
Per medwatch report, the facility reported that when doing rounds, the nurse noticed IV fluid had leaked onto the bedding. The nurse assessed the IV site and noticed that the extension set in the IV start kit had "separated from the hub that attaches to the IV catheter." The patient was immobile with a contracted arm permanently in a flexed position so it was determined that it hadn't occurred due to movement of the patient. The IV was noted to be secured by a statlock and tegaderm. The arm was secured to an immobilization board since the permanently flexed position of the arm hindered the continual infusion of the IV fluid.